Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.5/1.0/173 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was exchanged with a same length but different power lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic broken and bent. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).